Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the worn instruments need replacement shipped to hospital. Instruments being returned for your review. 236071000 threads are stripped. 299960038 offset reamer handle, inner most piece has a washer ring that has become bent, sending all back to you for your review. It was noticed that a washer has come loose or bent on reamer handle making it not function correctly. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.